Manufacturer narrative:
This MDR was generated under protocol b10009704. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, both seals were intact and top case non valox was in excellent condition. The technician performed power up process, self test, and force sensor calibration attempted. The reported event was duplicated when a new battery was used, the device's super cap alarm recurred. During the investigation, the force sensor test alarmed and there was a calibration alert. The root cause of the reported issue was inoperable components. The technician replaced the main printed circuit board (pcb) and plunger cable. The device passed all functional test. UDI is unknown. No information has been provided to date.

Event description:
It was reported the device had a supercap error and system failure calibration needed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, both seals were intact and top case non valox was in excellent condition. The technician performed power up process, self test, and force sensor calibration attempted. The reported event was duplicated when a new battery was used, the device's super cap alarm recurred. During the investigation, the force sensor test alarmed and there was a calibration alert. The root cause of the reported issue was inoperable components. The technician replaced the main printed circuit board (pcb) and plunger cable. The device passed all functional test. UDI is unknown. No information has been provided to date.

Event description:
It was reported the device had a supercap error and system failure calibration needed. No patient injury was reported.